Event description:
It was reported that pump experienced malfunction code that occurred without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and confirmed that malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned.